Event description:
Report is for pt 3 of 4: 4.0 inr with protime system vs. 6.1 inr with unspecified lab system. Pt therapeutic inr range: 2.5 - 3.5. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.